Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion located in the right tibio-peroneal trunk that was mildly tortuous, heavily calcified and 75% stenosed. The xience prime was advanced but failed to reach the lesion due to the anatomy and the shaft kinked. During removal from the anatomy, the proximal shaft broke outside the patient. The device was simply removed. There was no reported adverse patient effect or a clinically significant delay in the procedure. Another xience stent was used to complete the procedure. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported deformation due to compressive stress (shaft kink) and material separation were confirmed. The reported failure to advance could not be replicated in a testing environment as it was related to operational context of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. It was reported xience prime stent delivery system (sds) was used to treat a lesion located in the right tibio-peroneal trunk. It should be noted that the xience prime everolimus eluting coronary stent system instruction for use (IFU) states: the device is indicated for improving coronary luminal diameter in patients with symptomatic ischemic heart disease due to discrete de novo native coronary artery lesions. In this case, it is unknown if the instruction for use (IFU) deviation related to off-label use contributed to the reported event. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely the device met resistance with the anatomy during advancement to the mildly tortuous, heavily calcified and 75% stenosed right tibio-peroneal trunk lesion causing the reported failure to advance and subsequent deformation due to compressive stress (shaft kink). Continued handling and/or manipulation of the device during removal likely caused the reported material separation. There is no indication of a product quality issue with respect to manufacture, design or labeling.